Event description:
Boston scientific crm received information that this right ventricular (rv) lead's pacing impedance measurements have been variable. The local representative was unable to reproduce intracardiac noise, however, some intracardiac noise was identified upon review of nonsustained episodes. The pacing impedance measurement at implant was 700 ohms. From late september 2007, the pacing impedance measurements was 1213, 2194, 1012, 1013, 861, 1235, 1690, and 1399 ohms. Recently, the measurements had decreased to 209, 272, 204, 254, 263 ohms. Technical services discussed a possible lead crush and recommended further investigation. Additionally, technical services discussed mid-life display of replacement indicators. There were no allegation or complaints against the device's operation or functionality. Boston scientific crm received information that model#0158, 144866 was taken out-of-service (surgically capped and replaced). No adverse events were reported. The replacement defibrillation lead's coil (model#0158, (B)(4)) was damaged during the replacement procedure and was not implanted. A second replacement defibrillation lead (model#0158, (B)(4)) was successfully implanted. The replacement lead was returned and testing confirmed the induced damage of the coils (proximal spring electrode stretched at distal end).

Manufacturer narrative:
Subsequently, boston scientific received information that this clinic nurse contacted technical services in (B)(6) 2011 to report that this device had been programmed off due to high right ventricular (rv) impedance. The device triggered end-of-life (eol) in (B)(6) 2010 and was associated with a charge time of 32.3 seconds. The clinic nurse asked if the device would revert to storage mode if not explanted. Technical services informed the clinic nurse that the device would eventually revert to storage mode.

Manufacturer narrative:
Boston scientific crm received information in july 2009 that this device, implanted on (B)(6) 2004 and right ventricular (rv) lead, implanted on (B)(6) 2007, was exhibiting an out-of-range (oor) pacing impedance. The physician wanted to discuss programming the device's tachycardia mode to off to ensure that the patient would not received any inappropriate shocks. The physician asked if an oor impedance or other lead problem could cause the tachycardia mode to revert back to on. Technical services discussed programming the tachycardia mode to off and that a reset from an oor lead measurement was not likely to cause a reset. Subsequently, boston scientific crm received information that the lead was "cracked" and the daily measurements on (B)(6) 2009 were oor (pace/sense pacing impedance greater than 3000 ohms). Electrogram noise associated with oversensing resulted in delivery of inappropriate shock therapy. The patient was admitted to the emergency room (ER). During deep breathing and patient isometrics, the clinical observation of electrogram noise was reproduced. The patient had been scheduled for lead extraction and replacement. Subsequently, boston scientific crm received information in may 2010 that this patient's latitude monitoring system detected two red alert (v-tachy mode set to value other than monitor + therapy and high rv pacing impedance). The local representative contacted technical services to discuss. Boston scientific crm received confirmation that the lead issue had been identified shortly after implant. The bradycardia and tachycardia features of the device were programmed off. There are no plans to rise or implant a new device or lead as the patient's ejection fraction (ef) has improved.